Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. User facility medwatch report# mw5113618.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide device after a heart interventional procedure using a 6f sheath. Reportedly, after deployment, the lever was closed; however the foot of the device did not close completely. The foot was stuck and the device could not be removed. Cut down surgery was performed to remove the device and to achieve hemostasis. There was no clinically significant delay in the procedure or therapy and the patient was discharged the following day. No additional information was provided. A user facility medwatch report# mw5113618 was received, stating: "describe event or problem: patient went to outpatient cardiac catheterization laboratory for left heart catheterization. Upon closure of right groin, perclose device used and malfunctioned leaving a retained portion of the device in the right femoral artery and subcutaneous tissue. Vascular surgery consulted and arrived to cardiac catheterization laboratory to retrieve device. Successful removal of perclose device after right groin cut down. Device was completely intact and patient had good pulses distal to the repair. Patient required admission to intensive care unit for 1 night to monitor after procedure. Patient discharged home following day. FDA safety report ID #(B)(4)."

Manufacturer narrative:
The device was returned for analysis. The difficulty to close the foot could not be tested due to the device condition. The foot separation was confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b2 - outcomes attributed to ae "hospitalization-initial or prolonged" added.

Event description:
Subsequent to the previously filed medwatch report, returned device analysis identified a posterior foot break (not returned) and a guide separation. Follow up with the account was performed. It was confirmed that the foot break was noted; however, the guide was manually separated by the physician during the cut down. The physician believed nothing remained in the patient anatomy post intervention and no tissue damage occurred as a result of the reported issues with the foot. No additional information was provided.